Manufacturer narrative:
Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational cable. Parts replaced that were unrelated to the customer complaint were the spur gear, safety latch and the rear rotation knob. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a breast biopsy procedure, the blue cable doesn't couple properly and disconnects easily during the procedure. The procedure was suspended and while the probe was changed. There was no adverse consequences to the patient.